Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that station was showing the patients there were no issues with the device, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es patients were not showing on the vm units even though the areas were mapped. However, there were no delays, adverse events or injuries reported based on this event.